Event description:
It was reported that during use in a meniscus repair, the t2 of a fast fix would not deploy. A non-significant surgical delay was reported. The procedure was completed with a smith and nephew back up device. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A visual inspection revealed the t1 anchor was detached from the needle. The actuator was in the t2 predeploy position. No physical damage visible. A functional evaluation revealed the actuator and actuator tip function as intended. The t2 anchor deployed as expected. There was no relationship found between the device and the reported event. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. Internal complaint reference (B)(4). A1: patient identifier must be in blank, there is confirmation a patient was involved but there is no specific information about the patient. B5: event description updated.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during use in a meniscus repair, the t2 of four fast fix would not deploy. A delay less or equal than 30 minutes were reported. The procedure was completed with a smith and nephew back up device. No patient complications were reported.